Manufacturer narrative:
Correction b5: it was reported that the patient has pain at the ipg site. Surgical intervention may be pending to address this issue. A patient experienced pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention may be pending to address this issue.

Event description:
Ipg migrated. On (B)(6) 2025, patient called ts and requested assistance pairing the pc-ipg. Magnet pairing attempted (15 sec). The pc was not finding the ipg. The patient reported their ipg moved from the hip to the bottom of their ribcage and is sticking out. Ts advised the patient to contact their clinician. Reps notified: (B)(6). Rep (B)(6) emailed: I will contact patient. Ts date: (B)(6) 2025. Complaint history review performed by (B)(6) on (B)(6) 2025. Fcrs related to patient within one year prior: none abbott notified by: patient. Event date: unknown. Reporting region: zsouth.